Event description:
PICC line kit ref cdc-45041-vps2, lot 33f23h0294 vps system would not work upon starting vps monitor after vps guidewire was plugged in. Another kit was opened to retrieve new vps wire, and the new wire worked perfectly. The rn inspected the presumably faulty wire and it does not appear to have been accidentally trimmed.